Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist in japan, during a transfemoral transcatheter aortic valve replacement procedure with a 26 mm sapien 3 ultra resilia valve, a commander delivery system balloon issue was noted immediately after the balloon reached full expansion during inflation. During the procedure, pre-implant balloon aortic valvuloplasty was not performed. Valve alignment was performed in a straight section of the anatomy. No extra volume was added to the balloon prior to inflation. Blood was observed in the syringe immediately after deployment of the valve; however, the valve was successfully implanted. There was no difficulty withdrawing the commander delivery system. The reported device problem involved the delivery system balloon only; no damage was noted to other edwards devices upon removal. Post-dilation was performed using a 25 mm edwards standalone balloon. No injury or procedural complication related to this event was reported. The patient's condition following the procedure was reported as stable. It was believed that the balloon was perforated due to contact with calcification near the right coronary artery (rca) based on transesophageal echocardiography (tee), angiographic images during balloon inflation, and the location of the hole. The device has been discarded and will not be returned for evaluation.